Event description:
Philips healthcare customer service center received a call from the customer stating that the bottom tip of the x7-2t transducer cannot be turned. There was no report of injury and the doctor was able to successfully complete the procedure. Philips decided to proactively report this incident.

Manufacturer narrative:
(B)(4). The philips service engineer went to the customer site and performed an examination of the x7-2t transducer. The fse's eval revealed that when the articulation knob was turned, it did not accurately move the bottom tip of the transducer. The customer removed the transducer from use and advised they would not be returning the device to philips for further eval.